Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, a patient was brought to the or for a transcatheter mitral valve repair procedure. The patient had a failed 29mm epic st jude valve with mitral stenosis. The team accessed the groin but struggled to get a good view for the transseptal puncture. They finally obtained that view and performed the transseptal with a 16mm bav balloon. The septum was very thick due to the approach of the last surgery being from the septum. They ballooned the septum three times with the 16mm balloon and then went in with the 29mm s3ur valve and delivery system. The valve would not pass through the septum despite multiple maneuvers and different amounts of flex. It was decided that the puncture was too posterior and they wanted to pull the system out and re-cross the septum. At that point they noticed the patient had a new effusion but with stable blood pressure. The team decided not to tap the effusion and let it seal itself as it was not growing and the patient's blood pressure was stable. The decision was made to cancel the case. They reversed the heparin and allowed the effusion and transseptal puncture to heal with the plan to bring the patient back in a month to reattempt. The patient was stable and moved to recovering. The physician did not feel the events were due to a malfunction of any of the devices, just difficulty with the scaring and the puncture. The plan was to bring the patient back and use ice for the transseptal crossing. The patient was discharged home on post-operative day (pod) 2. They came back one day later with chest pain and sob. They were taken to the cath lab and a swan was placed. They were in cardiogenic shock. The patient was started on dobutamine and tee was performed which showed shunting. They were taken to the operating room for surgical mitral valve replacement. Their chest was opened and a hole was found in the superior vena cava (svc). They were cannulated for ECMO, a valve was implanted, and the svc was repaired surgically. The patient's chest was left open and they tried to close it several times. They never recovered from the surgery and when they took the patient back to the operating room the surgical mitral valve was ''clotted off''. That patient passed away on pod 18. It is believed the hole in the svc was a result of the difficulty crossing the septum.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received of the patient's anatomy. A thickened interatrial septal fossa was observed. The IFU and procedural training manuals were reviewed. Death, cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures, exercise intolerance or weakness, angina, and cardiogenic shock are potential risks associated with the overall procedure. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The difficulty crossing the septal wall, and subsequent injuries, was unable to be confirmed as no relevant procedural imagery was provided. In this case, there was no allegation that a device malfunction contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. Per event description, ''they finally obtained that view and performed the transseptal with a 16mm bav balloon. The septum was very thick due to the approach of the last surgery being from the septum. They ballooned the septum three times with the 16mm balloon and then went in with the 29mm s3ur valve and delivery system. The valve would not pass through the septum despite multiple maneuvers and different amounts of flex. It was decided that the puncture was too posterior, and they wanted to pull the system out and re-cross the septum. At that point they noticed the patient had a new effusion but with stable blood pressure. The team decided not to tap the effusion and let it seal itself. The case was aborted and the patient was discharged home on pod 2. They came back one day later with chest pain and sob. Tee was performed which showed shunting. They were taken to the or for surgical mitral valve replacement. Their chest was opened, and a hole was found in the superior vena cava (svc). It is believed the hole in the svc was a result of the difficulty crossing the septum.'' In this case, patient anatomy (thick septum) and procedural factors (posterior septum puncture) may have contributed to the crossing difficulty. Imagery review showed that there was a thick septum due to tissue scarring. Thickened tissue can physically obstruct the pathway, making it difficult for delivery system (ds) to pass through. Additionally, thickening or scarring tissue can alter anatomy by creating unexpected angles or narrow passages, making it difficult to cross the septum. It was also noted that the septum puncture was too posterior. A posterior puncture may lead to challenges in maneuvering the ds through the septum, leading to crossing difficulty. In such situation, attempting to manipulate the device to overcome the difficulty can result in injury. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Added additional information to b.5. Corrected b.7 with additional medical history. Investigation is ongoing.

Event description:
Additional information received via medical record review. The patient was noted to have severely thickened interatrial septum. After crossing the septum with a wire and balloon, they were unable to cross with the commander delivery system/valve. The procedure was aborted given the high risk of concomitant damage to cardiac structures. All equipment was removed without complication. At the end of the procedure, a small amount of pericardial effusion was noted in the transverse sinus. It was decided to monitor the pericardial effusion. The patient was transferred to ICU. Post procedure, echocardiograms revealed no gross abnormalities. The small posterior loculated effusion did not change over time and the patient was discharged to home. Over the course of a couple days, the patient continued to have increasing shortness of breath and was readmitted with multiorgan system failure. The patient was found to have bidirectional shunt through a fistula of uncertain anatomy. CT scan performed noted ''intracardiac left-right shunting at the site of the previously thought intraatrial septostomy.'' On post operative day (pod)11 the patient was taken back to the operating room for mitral valve replacement (mvr) and surgical repair of intracardiac shunt. Per the surgeon's findings, upon opening the right atrium, there was a hole noted at the superior vena cava (svc) cavoatrial junction that looked like it communicated to the transverse sinus. There was another hole noted in the left atrial dome that communicated to the hole in the svc cavoatrial junction. A bovine pericardial patch was then used to reconstruct the left atrial dome injury and the interatrial septum. A 27-mm bioprosthetic mitral valve was implanted in the mitral annulus. Hospital course was complicated by severe coagulopathy, hypoxemia and in cardiogenic shock requiring ECMO and impella support. The day after mvr, during the surgery for chest closure, the tee revealed thrombus on the new mitral valve with severe mitral stenosis and mitral regurgitation, and the thrombus was removed. The patient condition continued to deteriorate despite all measures taken, and upon discussion with the family, it was decided on pod-18 to withdraw all life sustaining interventions.